Event description:
The defibrillator reportedly failed to charge. There was no patient use associated with the reported event.

Manufacturer narrative:
Medtronic evaluated the device. The reported problem was confirmed. The root cause of the reported problem was determined to be due to a shorted capacitor, c36 on the biphasic pcb assembly. The device was repaired and returned to the customer.